Event description:
It was reported that the infusion set and cartridge were mishandled when the cartridge came out of the pump and was pushed back in while the patient remained connected, which likely caused unintended insulin delivery through the infusion set and tubing. Investigation included troubleshooting and user education conducted by support personnel. Further investigation of this case revealed user technique error related to reconnecting the cartridge while connected to the infusion site. The user reported symptoms were shaking and sweat associated with low blood glucose. Outcomes included self-treatment with oral glucose and resolution without further intervention. It was concluded that, based on previously established findings for similar reports, the event was due to user error with the infusion system and cartridge handling, and education on proper reconnection was provided. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.